Manufacturer narrative:
On august 13, 2025, the user informed senseonics that the system was displaying results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. In-house testing of the returned sensor was inconclusive due to damaged hydrogel over the optics. However, evaluation of sensor in vivo data indicated chemical degradation across all sensing areas, consistent with oxidation of the glucose indicating component of the sensor hydrogel. These factors likely contributed to the observed inaccuracies. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 11 nov 2025. G3. Date received by the manufacturer? 11 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.